Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device discarded by hospital.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod6 coil. During the procedure, the physician met resistance when attempting to unsheath the pod6 coil and it was not used. The procedure continued successfully using additional ruby coils and another manufacturer's coil. There was no report of an adverse effect on the patient.